Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was 260 mg/dl. The customer stated that there had been a possible crack near the reservoir compartment, as well as a small leak in the compartment which had occurred as well. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.